Event description:
It was reported the gastrointestinal videoscope had foreign material inside the channel, and when the customer tried using a brush to remove it, part of the brush got stuck in the scope. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that a foreign material remained in the scope. There was no physical damage to the locations of the foreign material. Therefore, the cause of the materials remaining in the device could not be determined. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in gif-190 series operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in gif-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic esophagogastroduodenoscopy.